Manufacturer narrative:
Results: investigation summary: investigation summary: customer returned (18) 3/10cc, 8mm, 30g syringes in open poly bags with the shelf carton from lot # 6354842. Customer states that the graduate scale that doesn't start from the top of the barrel. All returned syringes were tested using the plug gauge and 3 out of 18 samples exhibited the 5 unit marking to be out of specifications. Device history record review ¿ a review of the device history record was completed for batch #6354842. All inspections and challenges were performed per the applicable operations qc specifications. On 05dec2017, (B)(4) received eighteen (18) 0.3ml, 8mm, 30g syringes in opened polybags from batch# 6354842. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe, three (3) samples were identified to have failed plug gauge assessment in (B)(4). These samples were all tested by volumetric analysis with no out of specification results noted at this time. Scale print variability represents cosmetic irregularities in the printing. However, confers no impact to the final consumer. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale on a bd micro-fine syringe 0.5ml 30g x 8ml doesn¿t start from the top of the barrel. There was no report of medical intervention.